Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) therapy was diagnosed with peritonitis on (B)(6)2021.in additional follow-up, the rn stated that the patient was experiencing symptoms of abdominal pain (began on (B)(6) 2021). As a result, on (B)(6)2021, the patient was seen in the outpatient pd clinic and had a pd culture obtained which yielded an elevated white blood cell (wbc) count of 600 (units unknown) and the bacterial organism staphylococcus epidermis. The patient was treated with antibiotics vancomycin and ceftazidime (unknown dosage, strength, and frequency) via intra-peritoneal administration on an outpatient basis. The patient is reportedly recovering and continues pd treatment with the same cycler without any issues. Per the nurse the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in sterility of the pd catheter (not a fresenius product) as the patient reportedly had the pd catheter cap fall off and remain open.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set or product deficiency was associated with this even. Peritonitis is a well-documented complication in patients undergoing pd therapy and the pd catheter is often a source on infection due to the ability of microorganisms to enter the peritoneal space. The patient¿s pd culture yielded growth of staphylococcus epidermis which is an organism that normally resides on human skin. Based on the reported information, the cause of patient¿s peritonitis can be attributed to a breach in sterility of the pd catheter (not a fresenius product) as the cap of the catheter fell off and the lumen end remained opened.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) therapy was diagnosed with peritonitis on (B)(6) 2021. In additional follow-up, the rn stated that the patient was experiencing symptoms of abdominal pain (began on (B)(6) 2021). As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic and had a pd culture obtained which yielded an elevated white blood cell (wbc) count of 600 (units unknown) and the bacterial organism staphylococcus epidermis. The patient was treated with antibiotics vancomycin and ceftazidime (unknown dosage, strength, and frequency) via intra-peritoneal administration on an outpatient basis. The patient is reportedly recovering and continues pd treatment with the same cycler without any issues. Per the nurse the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in sterility of the pd catheter (not a fresenius product) as the patient reportedly had the pd catheter cap fall off and remain open.